Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle to distal left anterior descending artery. Following pre-dilation of 2.75 x 15 balloon catheter resulting to 50% residual stenosis. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the distal edge of the stent strut was lifted. The stent was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older.